Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had pain at the implantable pulse generator (ipg) site. Patient denies any traumas or falls. The ipg was repositioned upwards as a result to resolve the issue and the device remains implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device repositioning procedure occurred on (B)(6) 2019.